Manufacturer narrative:
An investigation was initiated in response to a customer complaint of obtaining a misidentification of staphylococcus epidermidis as staphylococcus hominis in association with the vitek® ms (ref 410895, serial (B)(6)). ---investigation--- fine tuning: the instrument fine tuning status was good at the time of testing. Spot preparation quality: the customer's spot preparation quality appears to be good. The sample "all peaks" values are homogenous, but a little low. Knowledge base (kb) review: the expected identification of staphylococcus epidermidis is present in the vitek ms kb v3.2. Sample data analysis: analysis of mzml sample files show that number of all peaks are low (between 45 to 52). Moreover, the identification was obtained with a good identification score. This could be explained by a non-optimal spot preparation of the sample strain (culture, spot, different operator¿). By reprocessing the customer data with vitek ms kb v3.3 and saramis kb v4.17 (ruo), there is no improvement. Investigational testing: the customer provided two strains for investigational testing. For both strains, spectra led to a single choice to staphylococcus hominis (5 times) with vitek ms kb v3.2. The biomérieux quality control laboratory obtained the same identification as the customer. According to biomérieux investigational testing results, the decision was made to perform a sequencing of the strains internally with r&d to confirm the identification. Both strains were identified as staphylococcus hominis spp hominis based on tuf sequence analysis. This is the same identification obtained with vitek ms. Therefore, the customer's claimed issue is not confirmed. Root cause: no root cause can be assigned as the customer's claimed issue was not confirmed and the investigation concluded that the identification obtained by the vitek ms aligned with the sequencing results. ---conclusion--- the investigation concluded that there was no malfunction by the vitek ms during testing performed by the customer and the vitek ms reported the correct identification of staphylococcus hominis. The identification of staphylococcus hominis was also obtained during investigational testing with vitek ms analysis and sequencing.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Description: a customer in the united states notified biomérieux of obtaining a misidentification of staphylococcus epidermidis as staphylococcus hominis in association with the vitek® ms (ref (B)(4), serial (B)(4)). The customer reported obtaining an identification of staphylococcus hominis while the expected identification was staphylococcus epidermidis. There is no indication or report from the customer that this event led to or contributed to death, serious injury, or serious deterioration in the state of health of a patient.